Manufacturer narrative:
Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch #(B)(4). Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of leaking at the lipid filter and tubing connection could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd alaris extension set had leakage issues. The following information was provided by the initial reporter: "connection where the alans IV tubing extension set connects to the lipid filter leaked slowly."